Manufacturer narrative:
This report is being re-submitted per request from FDA to correct the MFR report number. The email request is attached to this submission. This follow-up MDR is created to document the evaluation of the returned device: a titan pump, two cylinders, a reservoir, and two pieces of detached inlet tubing were received for evaluation. Examination and testing of returned components revealed surface abrasion on the strain relief and tubes of both exhaust tubes of the pump. Partial separations within abrasion are noted on both exhaust tubes of the pump and on the piece of detached inlet tubing. Testing revealed these not to be sites of leakage. The pump did not pass the back pressure test or the high pressure test. Tissue inside the pump body may have been the reason for failure. The detachment site of the exhaust tube of cylinder #1 appears to be rough and irregular. The reservoir did not pass the valve seating test. The poppet appears to not be seated correctly within the reservoir. No functional abnormalities are noted with cylinder #1, cylinder #2, or with the 2 pieces of detached inlet tubing. The information received indicated that the reservoir was empty and the device was impossible to inflate. Rough and irregular surfaces are noted at the detachment site of the exhaust tube of cylinder #1. Based on the rough and irregular surfaces, this may have been the site for failure. However, quality could not match up another detachment end that was rough and irregular. A portion of tubing may have not been returned with the device. Therefore, quality cannot confirm if this detachment site was the site of failure. The position of the reservoir poppet would not have allowed the fluid to stay within the reservoir when not in use. This may have resulted in auto-inflation. However, as the reported complaint indicated the reservoir was empty, quality cannot determine when this poppet positioning occured or if it contributed to the reported complaint. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the reservoir was empty and was impossible to inflate it. Was found during the explanting that both connections which receive the tubes from cylinder to the pump were damaged.